Event description:
This is notification of an adverse event which occurred in aforeign country. Indication for the procedure: total occlusion of the lad. Procedure: the pt, of unk sex and age presented with an acute mi, cardiogen shock and was very unstable at the time of the procedure to open a total occlusion in the lad. A spnc thrombectomy device was used in order to successfully reduce a large thrombus burden. After stenting with driver 2.5 / 18 the pt became more and more unstable. External chest compression was performed but was not successful. The event was not related to any issue or malfunction of the spnc device.